Event description:
It was reported that the pump was not charging, as observed by the customer and confirmed upon further testing where the pump remained at 20% charge despite attempts with two different charging cables. There was no reported impact to customer's blood glucose levels. The customer reverted to an alternate form of insulin therapy.